Event description:
It was reported that 43 months after the implantation it was decided to replace this lead. Increased shock impedance was noted. The impedance measurements during the follow-up were in range, but loss of sensing was observed. The lead was capped and replaced on (B)(6) 2017. No adverse patient events were reported.

Manufacturer narrative:
Till today, the medical product has not been made available for analysis and could therefore not be examined itself. The analysis is therefore based on the inspection of the production documents and on the analysis of the provided data and x-ray images. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The trend curve of the shock impedance showed a constant course around 55 ohm between (B)(6) 2017 with subsequent intermittent increases to >150 ohm till the end of the recording period in (B)(6) 2017. The anomalies in the ff channel that were mentioned in the complaint text could also be confirmed in the available freeze episodes. Based on the two x-ray images, a strong ingrowth of the shock coil, especially in the distal area, is conceivable, which could have contributed to an increased stress on the lead in the implanted state. However, no cause of the defect could be determined despite the available information since this would necessitate an examination of the lead itself. If additional relevant information or the device itself should be available, please send this also to us. The incident will then be updated accordingly.